Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. Patient had chronic fibrillation with slow ventricular response. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.